Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trb bi-v ICD, implanted (B)(6) 2015; 693565 lead, implanted (B)(6) 2010; 5076-52 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had gradually rising and high thresholds. The lead remains in use. The patient was a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.